Manufacturer narrative:
The vest airway clearance system, model 105 was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). Baxter has contacted the customer requesting the device to be returned for inspection. A replacement power cord was sent to the customer to resolve the issue. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a damaged power cord with exposed wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
On 30-sep-2025, a customer contacted technical service to report that vest model 105 serviced (product code pr105, serial number (B)(6)), had power cord damaged with copper wires exposed. This occurred at home during patient use. There was no patient injury or death reported with this event.

Manufacturer narrative:
H6 investigation findings and investigation conclusions: correction. Upon inspection, baxter technician ran a function test on the power cord. The baxter technician thoroughly inspected the power cord and was unable to duplicate the reported issue. The allegation of exposed copper was not was not confirmed. Outer insulation jacket was compromised but individual wire insulation was still intact. However, if the reported event of a power cord with exposed copper wires were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.